Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that pa had dissected the vein using the vasoview hemopro 2 and was attempting to switch to branch ligation. She plugged the extension cable into the hpii device and the power supply immediately began beeping continuously. She did attempt to use the device on a branch but it did not produce a burn. She changed out the extension cable but the same issues occurred. She then changed out the kit and the new one worked as expected. She used the new one to complete the case. There was a delay in switching out the kits. No patient injury reported.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 11/27/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact cannula handle and intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. An engineer evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. While the hemopro power supply continued to beep, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the poly­ fuse were in contact with the insulation on one of the bulkhead cable wires that is welded to the normally open switch terminal. It was observed that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. . This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The hemopro power supply did not immediately start making an audible beeping sound that indicates electrical energy is not being delivered to the complaint vh- 4000 hemopro2 tool, which is normal. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh- 4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white bulkhead cable wire going to the normally open switch terminal and the sharp ends of the wires welded to the poly-fuse on the complaint vh-4000 hemopro2 tool. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem¿ was confirmed. The lot#: 3000429667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.